Event description:
On (B)(6) 2012, customer reported a diluent/blood leak from the aspirate needle on the dxh 800 instrument. The volume of the leak was less than 10 cc and it was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a fluid leak from the probe wash block and disconnected tubing at quick disconnect 421. Fse trimmed and reconnected the tubing. Fse noted possible leakage around the differential and nucleated red blood cell mix chambers, however, since the chambers were draining properly this was attributed to the probe wash leak. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).